Manufacturer narrative:
The technician replaced the nurse call board, the right user control module board and cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the nurse call system will not send a signal to the appropriate location.